Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with the pacemaker in backup vvi mode. There were no adverse consequences to the patient reported.

Event description:
Additional information noted the patient presented remotely via merlin.net transmission and the device was successfully reverted to normal functioning.